Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number: 38833514 and lot number: 5204822. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture samples and the affected physical sample were received for evaluation by our quality team. The angiocath adapter component was returned connected to the extension tubing and the broken/separated catheter component was not returned. Through examination, the adapter component contained a small fragment of the catheter. The catheter fragment showed signs of tension/stretching. Based on the characteristics observed in the image, considering the location and condition of the tubing, as well as the sample analysis, it is possible to conclude that the catheter was subjected to a type of tension/elongation beyond the tensile capacity of teflon, which likely caused the catheter to rupture. Based on the investigation conducted so far, a probable cause may be related to the internal diameter of the adapter, which was found out of specification, likely due to a deficiency in the cooling of the mold pin. Corrective actions are being addressed currently for this issue. Actions being implemented in march 2026 include a revision to the control plan for the angiocath adapter molding process and training of involved personnel on procedures relating to the action plan. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that we hereby inform you that the defective product has been isolated and identified for analysis and that batch no. 5204822 has been immediately and completely withdrawn from circulation in all hospital units. We also clarify that it was observed that the silicone part of the connector (cap or sealing seal) detached from the plastic body of the device during handling and remained lodged at the puncture site, which was also visualized in the CT scan performed. Additional information received on 10 nov 2025: was there any damage to the patient's health? If so, explain in detail. Answer: yes, the patient was referred to the hospital for surgical evaluation to remove the silicone that remained lodged at the venipuncture site. After being inserted, the silicone part came out in the nurse's hand when it was manipulated to connect the contrast equipment. Could you confirm the date on which the problem/defect occurred or was identified? Answer: (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.